Manufacturer narrative:
Concomitant medical products: product ID: 3887-33, lot# j0455225v, implanted: (B)(6) 2006, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative, regarding a patient's implantable neurostimulator (ins). It was reported that patient had increased pain, occipital area of neck. Patient reports stimulator was not implanted for this area nor has it ever covered this area. Off note high impedance electrode 3 and battery at end of life (eol). There were no environmental/external/patient factors that may have led or contributed to the issue. Patient was reprogrammed which improved neck coverage but no occipital coverage. The issue was not resolved at the time of the reported. Patient was referred for battery replacement and lead revision. Hcp had no further information. Patient weight was asked but unknown. No further complications were reported/anticipated.